Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-21368, 21369. It was reported, the patient was receiving ineffective stimulation. Diagnostics indicated high impedances on the scs leads. X-rays identified one of the scs leads close to the cervical area was coming out of the header. The physician plans on surgical intervention as the next course of action. The sjm representative was able to achieve some pain relief via reprogramming using the other lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.